Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent severely damaged on the distal side, stent struts distorted, bunched and stretched. The crimped stent moved proximally over the balloon cone and onto the sleeve. The bumper tip of the device showed signs of damage whereby the edge of the tip was partially lifted. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter. The distal balloon cone profile was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp marks were evident where the stent stretched and moved. The proximal balloon cone was covered by the stent and could not be seen. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 04-dec-2015. It was reported that crossing difficulties were encountered. The target lesion was located in a highly tortuous distal left anterior descending artery. After pre-dilatation was performed, a 2.25x28mm promus element drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent movement on balloon and stent damage.